Event description:
It was reported the patient has been experiencing twitching and cramping in her legs while the system is in use. The patient reported good coverage of the desired pain pattern in low back and the legs. The patient also noted the cramping stopped on turning the stimulation off. Multiple reprogramming attempts have helped to some extent but the patient continues to experience the symptoms. The physician started the patient on topamax and is treating the symptoms with medication and the scs system. The patient continues to closely work with her physician to address the symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.